Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) developed an infection secondary to an open scrotal incision. The patient presented with a very small wound in the penoscrotal area that was draining brownish fluid, along with pain on the left side of the scrotum. As a result, the cylinders and pump were removed, and the tubing was plugged. A tactra device was implanted in the corpora. The infection was treated with antibiotics and washout. No further patient complications were reported.

Manufacturer narrative:
Model number/catalog number: 720185-01. Serial number: n/a. Batch/lot number: 1100823317. Model/catalog description: reservoir flat iz 100 ml. Unique identifier (UDI) #: (B)(4).